Event description:
It was reported that patients sustained nasal burns after nasal laser turbinectomies using a nasal probe. The number of patients and the degree of the burns were not reported.

Manufacturer narrative:
An evaluation of the reported event details by a lumenis technical subject matter expert concluded the root cause to be use of the device beyond its expected life in contraindication to manufacturer recommendations.